Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested, but has not been received. The device is part of the advisory for this model.evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Event description:
The device was returned to the manufacturer after the patient's death, and tested out of specification during manufacturer's analysis. Elective replacement of device due to field action had been scheduled. Patient medical history of 3rd degree heart block and hypertrophic cardiomyopathy. Hcp reported "absolutely normal device follow up" month previous. Prior to scheduled replacement, patient experienced loss of consciousness in 2009, and declared clinically dead in ER with asystole on montior. Patient intubated and CPR performed during which pacemaker spikes without ventricular capture noted on monitor. Resusitation unsuccessful. Immediately after patient death, pacemaker interrogation showed normal impedance, output, and trends. A series of short ventricular high rate episodes documented by device that coincided with time parents said patient suddenly passed out. Hcp reported "definitely cardiac death" and "seems to be arrhythmic death." No allegation death device related.